Event description:
It was reported that a Spectrum IQ Pump alarmed intermittent upstream occlusion occurred during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue " intermittent upstream occlusion" was unable to be reproduced. Occlusion testing could not be performed due to clean load point 2 service event. A review of the event history log revealed multiple upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be upstream sensor calibration values slightly out of specification. The ultrasonic sensor calibration will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.